Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed "status 62" and "status 68" messages. The complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed "status 66" and "status 93" messages. The complainant indicated that there was no pt involvement in the reported malfunction.